Event description:
On 03/27/2023, it was reported by a sales representative via sems that an ar-2384 stripper-cutters prongs are bent. This occurred during a quad tendon harvest, a new ar-2384 was used to completed the case. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-2384 serial/batch number (B)(6) was received for investigation. Upon visual evaluation, it was noted that the cutting edges of the stripper blade are damage. The most likely cause for the reported failure can be attributed to wear and tear.